Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04922, 2938836-2019-04924. It was reported that patient presented in operation room for device explant due to pocket contamination which led to exposure of device. The whole system was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.